Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device: during preventative maintenance (pm) conducted by a field service engineer (fse) the screen was displaying a horizontal line across. The fse replaced the screen assembly and labels and tested the system to factory specifications. The fse completed the pm with full calibration. The unit passed all functional and safety tests per the factory specifications. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) was displaying horizontal lines. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Event description:
N/a

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) was displaying horizontal lines. There was no patient involvement.

Manufacturer narrative:
The fse that observed the malfunction replaced the screen assembly and labels and tested the system to factory specifications. The fse completed the pm with full calibration. The unit passed all functional and safety tests per the factory specifications. The unit was returned to the customer and cleared for clinical use. The following investigation was performed by national repair center (nrc). The top display assembly was observed per the cardiosave service manual with no visual damage. The nrc installed the top display assembly into the cardiosave test fixture and tested the display assembly to factory specifications and the cardiosave service manual. The display presented horizontal lines. Retaining the part per procedure.